Manufacturer narrative:
The device was returned to olympus for inspection and the allegation was confirmed; light guide plug was damaged, causing the screen to become noised. A root cause could not be identified. Based on the results of the investigation, it is likely an stress problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was an abnormal image on the gastrointestinal videoscope. The issue occurred during maintenance. There was no patient involvement.